Manufacturer narrative:
The device was returned and inspected. The event was confirmed resulting in no image due to a bent video connector pin and older cameras were not registered. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the bent connector pin caused the failure of the video cable connectors, which caused no image. This complaint is likely the result of excessive force/customer mishandling. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the procedure they experienced scope detection issues, the device would not register older cameras. There was no report of patient injury as a result of the event.